Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has been alarming power system error where the back-up battery fails. Customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. The insulin pump was not exposed to extreme temperature. Customer stated the band across the screen was damaged. Customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Pump passed the sleep current measurement, active current measurement and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 alarm was noted during testing. No pump error 25 was noted in the long trace or pump history. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing display window cover.